Manufacturer narrative:
The investigation has been completed for the reported issue of purge leak - pump. The device was not received for evaluation. The cause of the purge leak was not determined since no product was returned. The issue occurred beyond the pump's 8-day design life as noted in the impella IFU: rp smart assist system with automated impella controller section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, it was reported that there was a leaking from the purge sidearm after changing the purge composition from sodium bicarbonate to heparin. The location of the leaking was not specified, however no obvious damage or abnormalities were observed on the sidearm or purge cassette. The patient continued on support until the device was successfully weaned.